Manufacturer narrative:
Concomitant medical products. Model: ddbb1d1, ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), oversensing noise, high/undefined pacing impedance and cross-chamber oversensing. A lead fracture is suspected. Reprogramming was completed, and the lead was capped and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.